Event description:
It was reported that before the PICC insertion, the catheter was complete during preflush. However, there was no blood return when the catheter was inserted into the supervisor vena cava and resistance was met when using the saline to flush. The catheter cannot be flushed as the catheter was blocked. Concerning the completeness of the catheter, the catheter was removed without being flushed forcibly. When flushing the catheter after it was removed out, the triple valve at the top end of the catheter cannot open. Finally forcibly flush the catheter and opened it.

Manufacturer narrative:
A lot history review (lhr) of rexf0698 showed no other similar product complaint(s) from this lot number. No manufacturing defect was noted during functional, tactual and microscopic examinations. During functional testing a small leak was observed emanating from the catheter. The leak site is located just proximal to the three way valve. The leak site itself appears as a diagonal slit in the tubing. The leak site is 0.5 inches proximal to the valve slit. Microscopic examination of the leak site reveals jagged and irregular edges when the tubing is relaxed. It should be noted that the tear in the tubing would be in conjunction with the distal tip of the stylet wire pre-placement. No associated damage is noted throughout the length of the catheter od. Information in the complaint file indicates after the catheter was assembled and placed it was difficult to aspirate. The damage identified on the catheter tubing is characteristic of tear in the tubing. The complainant has indicated that the catheter was "complete during pre-flush." A definitive conclusion regarding the cause of damage is undetermined. This complaint is confirmed. The product instructions for use suggests "attach prefilled syringe to the luer attachment of the flushing stylet. Preflush catheter with sterile normal saline. The syringe may be left attached during procedure." The product IFU gives written and illustrated directions for proper placement techniques. No manufacturing defect was noted during functional, tactual and microscopic examinations.